Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to a lead damaged as it over torqued while attempting to reposition and after 30 turns helix wouldn't extend. No adverse patient effects were reported.